Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the sample was returned clean. The balloon was returned in its original folded configuration. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 2.0mm x 80mm x 150cm balloon. There were no kinks or bends noted on the catheter. No anomalies were noted to the catheter. The balloon was examined under microscopic magnification (10x) and no peeling of the hydrophilic coating was noticed. Functional/performance evaluation: the balloon was wet with a gauze pad that was soaked in water. A glove was ran across the surface of the balloon and no peeling of the hydrophilic coating was noticed. No hydrophilic coating was coming off onto the glove. The balloon was examined under microscopic magnification (10x and 25x) and no peeling of the hydrophilic coating was observed. The hydrophilic coating dried and cloudy in appearance as expected. The patency of the guidewire lumen was tested using an in-house 0.014¿ guidewire, and it passed with no issues. The inflation hub was connected to an inflation device, and the device was inflated to rated burst pressure (15atm). The balloon was deflated without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation was unconfirmed for peeled, as no peeling was identified on the balloon and the hydrophilic coating was not coming off the balloon during functional testing. The definitive root cause could not be determined based upon the available information. A review of previous investigations could not be performed, as there are no closed previous investigations. All previous investigations are currently ongoing. Labeling review: the current IFU (instructions for use) states: precautions: - carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. - in order to activate the hydrophilic coating, it is recommended to wet the ultraverse catheter with sterile saline solution immediately prior to its insertion in the body. Dilatation catheter preparation: - remove catheter from package. Verify the balloon size is suitable for the procedure and the selected accessories accommodate the catheter as labeled. - remove the balloon guard and stylet by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter. - in order to activate the coating, wet the balloon catheter with sterile saline immediately prior to its insertion into the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation, as the health care provider (hcp) was wiping the outer surface of the pta balloon with a gloved hand, the hydrophilic coating allegedly peeled away from the balloon; therefore, the device was not used. It was further reported that another device was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation, as the hcp was wiping the outer surface of the pta balloon with a gloved hand, the hydrophilic coating allegedly peeled away from the balloon; therefore, the device was not used. It was further reported that another device was used to perform the procedure. There was no patient involvement.